Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 07/2014. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and blood clots in the left leg. At some time post filter deployment, it was alleged that the filter detached and tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and an attempted but unsuccessful open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Recent imaging showed that the filter was slightly tilted to the left with being into the left renal vein. Approximately three years and five months later, the patient presented for filter removal, a 5-french sheath and an amplatz wire was inserted to the inferior vena cava and right iliac vein, under fluoroscopic control. Multiple attempts were made to retrieve the filter, it was unsuccessful. Hence the procedure was terminated. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter tilt and filter limb detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and blood clots in the left leg. At some time post filter deployment, it was alleged that the filter tilted and struts detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and an attempted but unsuccessful open abdominal procedure. The current status of the patient is unknown.